Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the touch works but there is no image. The display has a red led kit down on the right. Troubleshooting included when dp cable is pulled no signal shows. No patient present at the time of the event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, lot/serial #: (B)(4). The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The monitor wouldn't display a splash screen and no image was displayed. It remains blank/black. Power light remained in red status. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.